Event description:
It was reported that pump displayed malfunction alarm identified by code with no notable events occurring before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction did not recur, was advised to continue using pump, and to call back if any malfunction appeared again, which customer acknowledged and understood.